Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 4cm balloon. Bunching was noted 5.5cm from the distal tip, bunching likely indicates sheath insertion issues. No fiber disturbance was identified on the balloon, it is likely the user misidentified the bunched balloon as frayed fibers. No anomalies were noted to the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. With the guidewire in place, an attempt was then made to insert the device into an in-house 6fr introducer sheath. The balloon was unable to be inserted through the introducer sheath past the location of the bunching. An attempt was made to refold the balloon using a refold tool; however, the balloon was unable to be refolded due to the bunching of the balloon. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. Based on the as received condition of the device and functional evaluation, the investigation is confirmed for difficult to insert. Additionally, the investigation is unconfirmed for frayed fibers, as no fiber disturbance was identified on the balloon. Per the evaluation, bunching of the balloon was identified. It is likely the bunched balloon contributed to the difficulties inserting through the introducer sheath. It is unclear if the original introducer sheath and/or procedural issues contributed to the sample condition and reported event. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. The minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the pta catheter through a smaller size sheath introducer than indicated on the label. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Use of the conquest pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a left upper arm fistula the pta balloon was allegedly difficult to insert through the 6fr sheath. Reportedly, the balloon material was also allegedly frayed as the health care provider was advancing through the sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a left upper arm fistula the pta balloon was allegedly difficult to insert through the 6fr sheath. Reportedly, the balloon material was also allegedly frayed as the health care provider was advancing through the sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury